Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was defective and unable to be advanced into the skin during use. This complaint was created to capture the 1st of 3 related incidents. Medwatch report# mw5093219 was filed in response to this event. The following information was provided by the initial reporter: "bd catheter tip defective and unable to advance through the skin on insertion. Only needle tip would penetrate skin, resistance met and removed catheter. Upon examination of IV catheter, noticed tip was defective. IV was in no way manipulated prior to insertion. This caused pt an unnecessary stick to the left lateral forearm."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-09. H.6. Investigation summary : bd received an 18 gauge insyte autoguard blood control unit from lot 9331186 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the catheter tip. Upon microscopic inspection it was observed that the needle had pierced through the catheter tubing and the tip had folded on itself. Based off the visual inspection the engineer was able to verify the reported defect. However, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. A training was held for all appropriate personnel to raise awareness of this issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was defective and unable to be advanced into the skin during use. This complaint was created to capture the 1st of 3 related incidents. Medwatch report# mw5093219 was filed in response to this event. The following information was provided by the initial reporter: "bd catheter tip defective and unable to advance through the skin on insertion. Only needle tip would penetrate skin, resistance met and removed catheter. Upon examination of IV catheter, noticed tip was defective. IV was in no way manipulated prior to insertion. This caused pt an unnecessary stick to the left lateral forearm."